Event description:
After inserting the screws during the spinal procedure, a radiograph was obtained to evaluate their placement. The image showed that the l5 screw on the left side was positioned very close to the superior endplate. Since this screw was the first one placed, the surgeon opted to redirect it to achieve additional reduction. The other screws were properly aligned.

Manufacturer narrative:
The device has not returned for evaluation. Photographs were not provided. A review of the device history records showed no manufacturing or processing related irregularities. Based on the information provided, a root cause could not be determined. Alphatec spine is submitting this report to comply with the FDA regulations 21 cfr 803. Alphatec spine has made reasonable efforts to provide as much relevant information as available. Any field that is left blank was not known at the time of this submission. If additional information is provided, a supplemental report will be submitted.